Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. Since the product was manufactured prior to countermeasures due to a change in the op-amp circuit design of the patient board (dr board), it is likely that only the 180 scopes no longer produced images due to a failure of the op-amp. The dr board was changed in design on april 16, 2018.

Manufacturer narrative:
The device evaluation found that there was no image on the 180 series scopes due to a printed circuit board failure. There was white debris coated on the video connector unit, the housing had scratches on the top cover and the front panel was faded. In addition, the software needed to be upgraded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The evis exera iii video system center was returned to the olympus service center with no reported allegation of a malfunction. During the evaluation, the service center identified a malfunction of no image on the 180 series scopes. There was no reported patient involvement.